Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown, unknown head, unknown; unknown, unknown shell, unknown; unknown, unknown stem, unknown. Reported event was confirmed by review of x-rays and photos provided. Visual inspection of the explanted liner shows wear and heavy damages. X-ray review shows there is superior position of the femoral head in relation to the acetabular component reflecting severe polyethylene liner wear. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's left hip was revised due to poly wear 26 years post-implantation. Attempts have been made and additional information on the reported event is unavailable.